Event description:
Customer stated that head hilo wouldn't raise up. Determined that head hilo hydraulic up valve was sticking. Replaced head hilo up hydraulic valve assembly. Bed worked correctly. No incident or injury reported.